Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the quickset 1pc flex drill bit 30 assembled with the quickset drill guide ii 3.8mm. Device had signs of usage and both cutter tip and flexible shaft was found deformed. No other cosmetic anomaly was identified on the device surface. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit; as well as exposure to unintended forces such as drilling the pin into the hole in an misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test revealed the quickset 1pc flex drill bit 30 and quickset drill guide ii 3.8mm could not be disassembled from one another, confirming the reported event. Potential cause can be traced to a component damage caused by the deformation observed on the cutter tip. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 30 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that patient underwent total hip replacement. While drilling for a screw, the drill bit got stuck and welded into the drill guide. It could not be separated.